Event description:
It was reported that the caregiver stated the ilet was dropped, the connector broke, and the cartridge could not be removed, consistent with a device mechanical failure involving the infusion set interface and housing/connector. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no medical or surgical intervention. Investigation included device evaluation pending return and review of complaint history. Investigation of this case revealed that the device experienced physical damage resulting in a broken connector and inability to remove the cartridge. It was concluded that the event was attributable to product damage from a drop, with no patient injury reported.